Event description:
It was reported to adac that the poi's in an imported oldelft dataset reset to zero z position. This could result in incorrect beam placement during planning. No injuries were reported as a result of this issue.